Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.7, g.3, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported a right side rupture. Device remains implanted.